Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt suffered an embolic stroke with hemorrhagic conversion resulting in intraparenchymal hemorrhage. Device support was discontinued and the pt expired.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be determined. The product was not returned. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the manufacturer asked several follow up questions including whether there was an autopsy or if the pump was explanted, however, the vad coordinator responded "I have no additional information."